Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer went to emergency room with blood glucose of over 600 mg/dl. After treated with syringe the blood glucose level went to 300 mg/dl. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump was not on auto mode. Insulin delivery was stopped. The insulin pump will be and reservoir will not be returned for analysis.